Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, and the customer acknowledged and understood the resolution, continuing to use the pump with instructions to call back if the issue recurred.